Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 11jun2019. A touch screen assembly was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. An investigation was performed and the root cause was isolated to the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 23apr2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.